Event description:
During routine testing of the device, the user reported the interface module did not function as expected. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.